Event description:
Litigation alleges that the patient suffers from pain, discomfort, inflammation, and difficulty ambulating. It is also alleged that the patients suffers from necrosis and dislocations.

Manufacturer narrative:
The device associated with this report was not returned. A search of the complaint database and/or DHR review was not possible as the product and lot code required was not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Update 03/27/2017¿pfs and medical records received. After review of the medical records for MDR reportability, in addition to what was previously reported, there was a revision in 2007 for dislocations and an unknown depuy constrained liner was placed. In the revision from (B)(6) 2011 the patient was revised to address dislocation, pain, swelling, pseudotumor, completely deficient abductors, and large amount of serosanguinous cloudy fluid. The polyethylene constrained liner was removed, along with the cup/head. The cup was noted to be vertically placed in neutral retroversion. The stem was also noted to be slightly more neutral than ideal, but was left in place. Competitor cup/liner/ and tripolar head were implanted along with depuy femoral head and retained depuy stem were utilized. Adding cup to the complaint for malposition. There was no mention of femoral head exchange in 2007. The complaint was updated on: 04/12/2017.

Manufacturer narrative:
(B)(4). The devices associated with this report were not returned. A review of the device history records did not reveal any related manufacturing anomalies. The part and lot code combination was not provided for the unknown pinnacle poly liner. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Additional narrative: no device associated with this report was received for examination. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.